Manufacturer narrative:
Of the 3 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a damaged battery cap, moisture in the pump, and a cracked battery compartment. During investigation for unrelated complaints, there were 50 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap with moisture issue. These reports were received from various sources. The patients associated with this allegation range from 7-61 years of age and between 40 and 180 pounds. Of the reported patients, 3 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of battery compartment and cap with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.